Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead was unable to be implanted. The lead was not used. The patient was in stable condition.

Event description:
New information received indicates that the lead was not used, and a new lead was implanted.

Manufacturer narrative:
The reported event was "the electrode cannot be fixed". As received, a complete lead with stylet inserted was returned. Electrical testing and x-ray examination of the lead were normal. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.